Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6)2018, revised and replaced on (B)(6)2021 due to the pump being hard and being unable to pump. The information received indicated the pump was hard and unable to pump. However, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the pump of this device was hard to utilize. Therefore, the device was replaced with a new device. No other adverse patient effects were observed.